Event description:
The consumer left a voicemail after hours advising her power chair will not hold a charge. The consumer did not provide any additional information and did not answer upon a call back.